Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition the unit had no audio and thermal damage. The unit was triaged and the reported condition was confirmed. A component of the audio circuit was observed to be dislodged. This is due to impact from the screw boss on the housing when being assembled. A formal corrective and preventative action was opened for this issue. The root cause of the thermal damage is due to fluid ingress which is related to customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit had no audio. Upon further analysis on (B)(6) 2017 the failure investigator found the unit also had thermal damage.